Event description:
Technical services received a call on 05/11/2012. Caller reported that this lv lead is fractured. Lead was implanted (B)(6) 2005. Physician is dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).